Event description:
A surgeon reports a patient complains of seeing streaks of light following intraocular lens implant surgery. Additional information has been requested.

Event description:
The pt stated she began seeing streaks of light across the visual axis one day following surgery (day and night). She wears sunglasses all the time and finds night driving particularly challenging. The surgeon has committed to having the pt seen by a retinal specialist.